Manufacturer narrative:
The device was received for evaluation. Microscopic inspection revealed particles in the fluid path of the device. Fourier transform infrared spectroscopy identified the particles to be abs (acrylonitrile butadiene styrene). The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned eva bag, particulate matter was identified in the bag. No additional information is available.